Event description:
It was reported that the device "micro switch" wasn't working and the water tank was leaking.

Manufacturer narrative:
Other, other text: customer response received 9-29-2020 stating no patient involvement.